Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the needle detached outside the pt's body after the physician passed the first mesh leg through the sacrospinous ligament. The physician opined that the bullet may have detached because he grabbed the mesh leg at the suture portion instead of at the dilator when he pulled it through the ligament. The physician was not satisfied with the placement of the pinnacle; he thought this mesh leg went through the ligament too superficially. He could not re-do the placement because the bullet detached. Therefore, he removed the pinnacle and placed another one successfully, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for eval; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.